Event description:
Lasik performed (B)(6) 2018 resulting in an overcorrection. Enhancement performed (B)(6) 2018 to fix the overcorrection. Diagnosed with meibomian gland dysfunction (mgd) on (B)(6) 2018. Extremely dry eyes, burning, redness, difficulty with close work.